Event description:
It was reported that the catheter had not been reading cardiac output and temperature readings correctly in both the ot and ICU departments. It was stated that there were no temperature readings seen on the monitor when the cables were connected to the swan-ganz catheter. It was then noted that the message reading temperature was too high. The cables on the marquette monitor were replaced, but the problem still continued. Biomed looked at the monitor, but the monitor was "okay". When the patient was transferred to the ICU, intermittent problems were observed with the cardiac output readings on the siemens monitor. It was reading the same message (temp. Too high). New cables were used without success. In addition there was also no temperature difference reading when the bolus cardiac out was performed. The catheter was removed from the patient and discarded. One sealed was returned for testing. No patient complications were reported.

Manufacturer narrative:
The device was disposed and therefore is not available for evaluation. However, one sealed device was returned from the same lot no. Of 237dc946. All through lumens were patent. The balloon inflated clearly, concentric and remained inflated for more than 5 minutes. The thermistor circuit was continuous. The thermistor reading was within engineering specifications. No defect found on sealed return.